Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. The customer's blood glucose was 135 mg/dl. The customer was able to resolve the no delivery alarm by changing set. The customer is unable to troubleshoot because she stopped wearing the insulin pump. The customer doesn't want to return the set and reservoir for analysis. The customer was advised to call when the alarm occurs in order to troubleshoot. The patient was advised that we will ship silhouettes for her to try out will ship serter.